Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient had to go to the ER on (B)(6) 2017 due to a reaction from the tape on their incision which caused blisters and pain. Follow up information received from the trial patient on (B)(6) 2017 reported that their incision was still infected last friday ((B)(6) 2017). The patient was going to have the permanent implant done on (B)(6) 2017 and if there is pus in their back after they cut them open to ¿that the device will be removed and the process for implant will start over.¿